Manufacturer narrative:
No report of patient involvement. Unique device identifier: (B)(4). This event was originally reported on MDR report 9710602-2016-00091 on 12/7/2016. It was later discovered that the manufacturing site was incorrect which would make the MDR report number reflect the incorrect manufacturing site. This report is being submitted with the correct manufacturing site data, thus a different MDR report number to reflect the correct manufacturing site. A part was missing from the system causing a leak. The missing part was found, installed, and then the installation checkout, and calibration could be completed prior to releasing to the sales rep for training and clinical use.

Event description:
The hospital reported that, unit would not pass the monthly o2 calibration. It shows 100% o2 while the o2 cell is only registering readings between 21 to 29%. The paw and acgo span will not pass. It has no pressure buildup at the test manometer or on the display but he can hear the flow valve flowing gas. There was no report of patient involvement.